Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed multiple records of no cartridge detected alarm (163). On investigation, load step malfunction was duplicated; during the load step, the piston pushed up until the cartridge was empty. Force sensor calibration failed during investigation. The pump was opened for investigation revealing a cracked force sensor pin. Unrelated to the original complaint, the display was noted to be dim and discolored and the battery compartment was cracked along the side.